Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and noted that the evoke closed loop stimulator (cls) felt warm during charging. Reprogramming was attempted but could not restore adequate therapy. Lead migration was confirmed via x-ray imaging. A revision procedure was performed and the evoke scs system was replaced.

Manufacturer narrative:
Both leads were from the same lot. Cls information: product description: evoke closed loop stimulator (cls). Model # : 101144. Catalog#: 3002. Serial/lot #: (B)(6).